Event description:
It was reported that patient experienced high impedance issues on both leads. Surgical intervention may take place at a later date to address the issue. Related manufacturer reference number: 3006705815-2023-01998.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates that the patients leads were damaged and as a result, the patients entire system was explanted.